Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized with a fever, bladder infection and high blood glucose levels. The customer's blood glucose levels went from 300 to 500 mg/dl. Nothing further was reported.